Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy properly. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical usage and evidence of blood was observed. Only the delivery device and the tension spring assembly with the seal were returned the seal and tension spring assembly were loaded in the delivery device. The blue slide lock was dis-engaged and the white plunger was not fully depressed on the delivery device. Blood was visible in the delivery device indicating that there was attempt to deploy the device into the aorta. The seal was completely unraveled, covered with blood and separated from the tether. The anchor tab still remained inside the delivery tube. A part of tension spring assembly was inside the delivery tube and the remaining part of the tension spring assembly was outside the delivery tube. Based on the received condition of the device we were not able to measure the delivery tube dimensions. Based on the received condition of the device and the investigation results, the reported complaint is not confirmed for the reported failure mode "failure to deploy" but was confirmed for analyzed failure mode "unraveled seal" . As per the instructions in IFU, after the seal is deployed, the seal has to be withdrawn from the delivery device. This is achieved by slowly pulling the delivery device until the tension spring opens. According to the account manager, the physician accepts that the user error caused the failure. Instead of pulling the device slowly and gently, he pulled the device too fast.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not deploy properly. The hospital did not report any patient effects.